Event description:
Patient was admitted to have a malfunctioning atrial lead removed and a new atrial lead placed. This lead was originally placed in 2002. It was noted at time of removal that there was no infection or other problem. The atrial lead appeared intact. It tested poorly and was removed without difficulty. A new lead was placed. Patient tolerated the procedure well.